Event description:
Report received from the USA stating that the drill bit was stuck inside the device. It was unknown to the reporter whether or not the device was used in surgery or if there were any injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the cutter was lodged in the device and could not be removed. The device has bio-debris around the cutter shaft to bearing interface. Evidence suggests this was due to usage / improper cleaning issue at the customer site. The event was confirmed. If additional information is received, a supplemental report will be sent.